Event description:
It was reported that (1) mcl20 was used during an unknown procedure. It was reported by the rep that the ligaclip applier misfired. It is unknown how the case was completed. There was no consequence to pt.